Event description:
A report was received that the patient was experiencing a spinal headache after the permanent implant procedure. It was not known when the headache occurred and if there was a csf leak. The physician confirmed that the patient had a spinal headache postoperatively and was transferred to a different hospital and was kept admitted. The patient was treated with a blood patch to help with the headache.